Manufacturer narrative:
The device is not sold or marketed in the u.s. By edwards; however, it is similar to the carpentier-edwards® perimount® rsr pericardial bioprosthesis device that is marketed and sold in the u.s. The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. If additional information is received or return of the device an additional MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 25mm aortic valve was explanted after an implant duration of five (5) months due to unknown reasons. The explanted device was replaced with a 23mm aortic pericardial valve. No further information was provided.